Event description:
The patient's family member called to report an issue with the patient's device. They reported that at the patient's last check up an adjustment to "speed it up" was made. Now, the patient alert had sounded for a few days before the patient realized what it was. The patient went to the ER (emergency room). The medtronic representative arrived the next day and concluded that the lead setting was for the most sensitive reading and that was the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient's family member called to report an issue with the patient's device. They reported that at the patient's last check up an adjustment to "speed it up" was made. Now, the patient alert had sounded for a few days before the patient realized what it was. The patient went to the ER (emergency room). The medtronic representative arrived the next day and concluded that the lead setting was for the most sensitive reading and that was the issue. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead had higher than normal impedance. The alert was then adjusted to a higher level.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.